Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking near the roller clamp when connected to parenteral nutrition. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed using the naked eye which revealed a perforation in the precision tubing near of the precision clamp. A functional leak test was performed which revealed a leak on the precision tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.